Event description:
It was reported that the lead integrity alert was triggered due to a very low high voltage (hv) impedance measurement and a high right ventricular pacing impedance. The detections were turned off and the physician decided to replace the hv lead. During the procedure it was noted that the lead had dislodged due to twiddlers syndrome. The entire lead was coiled in the pocket. After removal the physician observed the coils which appeared to be damaged. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The defibrillation conductor was distorted and the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism (sleeve head) and the lead had apparent explant damage.